Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/pneumothorax. According to the reporter: in resecting bulla, a reinforce black 60mm was loaded. When grasping tissue and pressing blue button, firing stopped after advancing 30mm. Jaws were being bent at this time. Surgeon pressed blue button again, but nothing changed. He/she pressed silver button to return the knife. When jaws were opened, a part of sheet where the knife was advanced was partially broken. Tissue and the reload was left on the sheet, so these were cut with scissors. Tissue was not too thick. After removing the reload, the device was confirmed opening and closing of jaws, but nothing reacted by pressing blue and silver button at the same time. Opening, closing and bending of jaws were possible when pressing only blue button. To complete the procedure, a new I-drive and a reinforce a new black 60mm was opened. There was unanticipated tissue loss as a result of this problem, however, there was no tissue damage. There was no blood loss and surgical time was not extended by more than 30 minutes. The last patient status is good.